Event description:
It was reported that when replacing the pump and the pump segment of the catheter it was indicated that the explanted catheter was very rigid and breakable. It was noted there was no harm/injury/death. The patient outcome was noted as ok. The pump was delivering fentanyl.

Event description:
The pump was explanted due to normal eol. The catheter was explanted because of the rigidity. There were no symptoms.

Manufacturer narrative:
Catheter model# 8731, serial# unknown, implanted: 2007 (B)(6), explanted: 2012 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed that the catheter body was broken. It confirmed that the catheter "was rigid and broke". This catheter does appear to have functioned while implanted.